Event description:
It was reported that the customer has passed away at home. The cause of death was stated to be natural causes. The caller stated that the customer was under a doctor's care; she was having hard time breathing and controlling her diabetes. The customer was refusing doctor care. She had asthma and copd. She had an oxygen tank and a blood pressure monitor. She had a triple bypass. She had a stroke and heart attack a couple of years ago. The customer's blood glucose at the time of death was unknown; however, the last recorded value was 222 mg/dl on (B)(6) 2015 at 5:56 pm. The customer was wearing the insulin pump at the time of death. The insulin pump was removed by the spouse, after the paramedics pronounced the customer's death. The customer did not use sensors and was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
This information was not provided with the initial report. This information is additional information that was provided and included with this report.

Event description:
It was reported by the customer's daughter that the cause of death was diabetes mellitus, hypertension, congestive heart failure and myocardial infraction. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.